Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2017, it was reported that the unit produced an incomplete mesh on thin skin. On meshed skin grafts, a passable graft is 75% or more meshed. This mesher provided less than 75% meshing on the graft and was tagged out of service. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device was producing an incomplete mesh and the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware were replaced. This is not a related issue. The device history record (DHR) for 1.5:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the cutter was producing an incomplete mesh and the worn bushings, collars and gears were replaced. This is not a related issue. The device history record (DHR) for 2:1 ratio cutter, serial number (B)(4) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the cutter was producing an incomplete mesh and the worn bushings, collars and gears were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on december 4, 2017 revealed that the calibration was within specifications and the device produced a passing sample mesh. The gear guard had 2 damaged screws which needed replace, other than that there were no problems found with the device. The 1.5:1 ratio cutter, serial number (B)(4) and 2:1 ratio cutter, serial number (B)(4) both failed to produce a passing sample mesh and were both deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 4, 2017 which included replacement of the screws. Skin graft mesher, serial number 06449, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the 1.5:1 and 2:1 ratio cutters both failed to produce a passing sample mesh and were both deemed non-repairable the root cause of the reported event was due to damaged cutters. The issue was resolved with the replacement of the screws. Skin graft mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device produced an incomplete mesh during surgery on a cadaver. This mesher provided less than 75% meshing on the graft and was tagged out of service. No adverse events were reported as a result of this malfunction.